Event description:
Veteran undergoing cataract surgery with lens implant, when the surgeon had implanted the lens, it was found to have a broken haptic. Surgeon was able to remove all parts of the broken lens (2 pieces total) without incident. Surgeon was able to implant a second lens to the right eye without incident. Surgeon ended up having to suture the wound incision closed however this may have needed to be done in any case. No injury to the veteran was noted to have occurred at time of surgery and to this date, veteran's eye seems to be doing well as expected. The implant involved was from abbott medical optics (johnson & johnson vision), eyehance iol with tecnis simplicity delivery system, part# dib00u0215, serial# (B)(6).rackcore invoice# (B)(4).